Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (560 mg/dl) and diabetic ketoacidosis. Reportedly, insulin was leaking from the luer lock. Customer was treated through intravenous insulin drip, a manual insulin injection, and medication for a headache. Customer was released from the hospital the same day.